Manufacturer narrative:
Additional information was received on (B)(6) 2019. The baker's grade of the capsular contracture was IV. The surgery date for explant is planned for (B)(6) 2019. Right sided baker's grade ii capsular contracture was also present. See 1645337-2019-13272 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/5/2019. When the devices were explanted, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: 250cc mentor memorygel breast implant, catalog # 3507250bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant and experienced left sided rupture and capsular contracture (baker¿s grade unknown) post procedure. The rupture was confirmed by magnetic resonance imaging and diagnosed by a physician examination. As a result, the patient plans to have the device explanted in june.